Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced several episodes of high and low blood glucose levels throughout the call. The customer reported that he replaced the infusion set last night and noticed his blood glucose was 270 mg/dl at 8:55 pm. The customer did another reading at 10:19 pm and had high reading of 254 mg/dl. The customer did another reading at 1:09 am and reported blood glucose of 262 mg/dl and at 4:00 am reported blood glucose 415 mg/dl and at blood glucose of 378 mg/dl at 7:45 am. The last blood glucose level the customer reported after changing the infusion set was 229 mg/dl. The customer reported that the infusion set had a bent cannula and the infusion set got stuck inside the serter. The insulin pump was not returned for analysis.